Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported patient experienced elevated blood glucose level up to 27 mmol/l; self-treated without success. Caller stated patient was admitted to ICU with ketoacidosis and placed on an insulin drip and fluids with potassium. Caller alleges an occlusion without an error or alert message. Caller reported an air bubble at the end of the tubing near the connector causing an occlusion in the tubing and believes insulin was pushing against this but not passing through that was preventing insulin delivery and therefore the insulin backed up into the pump cartridge chamber, leading to an insulin leak in the cartridge compartment; no defect was noted in the cartridge. Requested return of the alleged device and replacement was sent.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.